Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking during wear and patient reported the presence of large ketones. The patient is a nurse and self-administered intravenous fluids at home, as opposed to going to the hospital for treatment.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. A leak test was performed on the device. No leaks were observed along the fluid path. No damages were observed to the device that would cause leaking during wear.